Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 at night due to diabetic ketoacidosis with blood glucose level of 700 mg/dl. The customer had slight stroke because of high blood glucose level and customer was not wearing insulin pump. The customer also stated that the insulin pump does not have battery in insulin pump. The insulin pump will not be returned for analysis.